Manufacturer narrative:
Concomitant product: product ID 37714 , serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector.

Event description:
The patient reported that their recharger was not charging. The desktop charger connector pin broke on (B)(6) 2014. The patient had no stimulation sensation and the stimulation had stopped working because the implantable neurostimulator (ins) battery had depleted. It was noted that they received assistance from their doctor or a manufacturer representative and the patient's concerns were resolved on (B)(6) 2014. The patient was implanted for non-malignant pain.